Event description:
Customer reported that there was a problem with the display.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. The service rep: checked iap, unit functioned properly displaying all info. Functional and safety tests were performed and calibration verified. The company rep replaced pneumatic luer component ((B)(4)). A supplemental medwatch will be submitted when more info becomes available. (B)(4).